Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements. The pacing and shocking impedance measurements were out of range as well. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.